Manufacturer narrative:
Method: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. This issue has been thoroughly investigation in our CAPA process and is currently being monitored for long term effectiveness. Maquet has identified the more prevalent root cause of this intermittent connection to be a loose fit between the device and the extension cable. Maquet has taken steps in its manufacturing process to improve the fit between the connector ends thereby greatly reducing the likelihood of an intermittent connection. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was intermittently working. The dc extension cable was switched out and the vasoview hemopro tissue welder continued to work intermittently. A new vasoview hemopro tissue welder was used to complete the procedure. The hospital reported no pt effects. The product was returned.